Event description:
The customer reported that the result of their measurements was significantly greater x-ray attenuation in the base of the draeger isolette when compared to the customer other non-draeger incubators. The customer stated that, when using the same exposure parameters(70kv &0.5mas), the measured exposure to the image receptor in the new incubator was 45-48% less than compared to their other incubator. In order for the users to achieve a better exposure, they increased the parameters from .05mhs to .08mhs, and stated that this would increase the patient dose by about 60%. There was no patient injury or adverse patient impact reported.

Manufacturer narrative:
It was reported to draeger that the results for their measurements indicated a greater xray attenuation in the base of the new incubators when compared to the older incubators. There were five device serial numbers that were provided, however, not one device was linked to a specific event. As manufacturer of the i8000 plus, drager provides an xray tray underneath the patient compartment as a part of the device design. However, clinicians make determining factors on how to best to take x-rays based on patient assessments, facility protocols and best standard practices. Hospitals should follow the i8000 plus instructions for use as well as apply any necessary training needed when implementing a new device into clinical use. For this complaint by the customer regarding 5 i8000 plus devices, a drager engineer went to the facility to conduct a visual inspection and check the function of all (B)(4) devices based on drager's ipml checkout procedure. According to the engineer's service report all units were inspected and all functions passed. He also provided five pictures showing the set-up of the patient compartment from the base to a complete unit with the scale and xray tray, mattress, and hood in succession. With the set up and the ipml procedure meeting all parameters, the devices are ready for clinical use. It was confirmed that there have been no changes to the acrylic supplier for the isolette hood and it was later confirmed by supply quality on (B)(6) 2024 that the supplier has not reported any changes to materials or processes. Additionally, it was confirmed there have been no engineering changes to the device hood or any parts above the x-ray tray. The i8000 plus conforms to the iec 60601-2-12:2020 standard for basic safety and essential performance of infant incubators and the device has been used successfully to provide a controlled temperature, oxygen (optional), and humidity (optional) environment for both premature and full-term babies up to a maximum of 10kg since its inception in 2017. A lookback of complaint investigations for the isolette 8000 plus showed no history of other reports for xray attenuation. Based on the information available it¿s been determined that there was no malfunction of these devices, and they are working as intended.

Event description:
The customer reported that the result of their measurements was significantly greater x-ray attenuation in the base of the draeger isolette when compared to the customer other non-draeger incubators. The customer stated that, when using the same exposure parameters (70kv &0.5mas), the measured exposure to the image receptor in the new incubator was 45-48% less than compared to their other incubator. In order for the users to achieve a better exposure, they increased the parameters from .05mhs to .08mhs and stated that this would increase the patient dose by about 60%. There was no patient injury or adverse patient impact reported. Device serial number: (B)(6).